Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5: additional information was received from the customer on (B)(6) 2018. It was confirmed that guide wire used was an other manufacture's inqwire, 150 cm, straight tip, fixed core, polytetrafluoroethylene coated guide wire. It was also confirmed tha the wire was in place at the time of the event. D11: concomitant products - inqwire straight fixed core bentson guide wire, merit medical. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used rycfw-7.0-35-6-rb-cw was returned for investigation. Biomatter was present on the device. The fittings were checked and confirmed to be secure. A leak rest was performed, revealing a leak from the check-flo valve. The cap of the hemostatic valve was removed to investigate inner components. There was excessive biomatter found between the disc and the check-flo opening, indicating there may have been an improper seal. The disc was cleaned and found to be slit from end to end per specification. Excess glue was noted in the cap, on the threads, and on the disc. It appeared that excessive glue may have allowed excess liquid to pass between the disc and the check-flo opening via the outer edge of the disc. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, a review of the manufactures instructions, quality control procedures, and overall design history file was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, a performer introducer leaked at the hemostatic valve. An ipsilateral approach was used, and the leak occurred upon removal of the dilator from the sheath. Minimal blood loss resulted from the leak, which was described as a "steady drop". The sheath was exchanged immediately, and the patient did not require treatment for the minimal blood loss. The patient outcome has been described as positive. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.